Event description:
It was reported that the artificial urinary sphincter (aus) pressure regulating balloon herniated into the subcutaneous space. The patient underwent surgery to replace and reposition the balloon. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) pressure regulating balloon herniated into the subcutaneous space. The patient underwent surgery to replace and reposition the balloon. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter balloon underwent a thorough analysis. The balloon was visually and microscopically examined, and leak tested. A fluid leak was observed at the balloon shell. The fluid leak is consistent with explant damage. Based on the information available and analysis results, the reported balloon migration was not confirmed.